Manufacturer narrative:
The investigation for the product damage has been completed. The impella was not returned for evaluation. However, clinical details were provided which state that the impella flow was low and not achieved (1.5 l/min) throughout the case and cannula kink observed after insertion. As a result, the root cause of the low pump flow issue most likely was cannula kink. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support. While on support, the impella was found to be kinked between the radiopaque marker and the motor. It was only able to achieve flows of 1.5 l/min throughout the case. The patient survived the event.